Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.

Event description:
It was reported that t:slim X2 pump battery would not charge, which led to power source alert and pump shutdown that caused inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer temporarily used non-Tandem portable battery pack, then switched back to Tandem charging cable, and issue resolved prior to contacting support, and Technical Support advised that insulin on board and maximum hourly bolus were reset to zero and that continuous glucose monitoring sessions had to be restarted after shutdown, instructing customer to monitor and call back if issue persisted, which customer acknowledged.